Event description:
It was reported that the rover was smoking during a procedure. No further information has been provided by the customer regarding this event.

Manufacturer narrative:
It was noted by the technician during the field service maintenance visit that the power control board was faulty. In addition, tech noticed that vacuum needle tubing was unusually long and had become very flat and almost closed off due to an unnatural bend in the hose. Tech replaced the power control board and hose and returned the unit to service.